Event description:
Patient was going to receive chemotherapy treatment (taxol) for ovarian cancer. A #22ga peripheral IV line was placed in patient's right arm and attached to normal saline. The hub began to leak fluid from end of hub where catheter emerges. Patient had good veins so another IV was started using another product of the same kind.